Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: 1. Redo surgery anterior spine spinal fusion c4 through c7, with decompression and partial vertebrectomy c4-5 and c6-7, right iliac bone graft x 2 and plate; for a pre-op diagnosis of status post spinal fusion, c5-6 with possible pseudoarthrosis, severe degenerative disc disease and spinal stenosis, c4-5 and c6-7, total disc collapse and radiculopathy. No complications were reported. On (B)(6) 2006, patient underwent following procedure: anterior cervical discectomy and fusion c4-5 and c6-7; for a pre-op diagnosis of previous spinal fusion c5-6; cervical disc disease c4-5 and c6-7. No complications were reported. On (B)(6) 2007, patient underwent following procedure: redo surgery posterior spinal fusion l3, 4, 5 inclusive using instrumentation, autograft and rhbmp-2; complete laminectomies with redo laminectomy left l3-4, l4-5 and l5-6, with bilateral foraminotomies; for a pre-op diagnosis of: status post lumbar laminectomy l3-4 with severe degenerative disc disease l3-4, l4-5, lateral recess stenosis and instability l3-4 l4-5. Per-op notes: levels were confirmed radiographically and dissection was carried down to posterior elements at l2, 3, 4, 5. Laminectomy was done and entire lamina was removed gradually. Drill holes were made on pedicles and 6mm tapped and 45 x 6 mm screws were driven down pedicles. X-rays were taken, which showed excellent position of screws. Rod was bent to provide lordosis and placed on screws. A corticocancellous graft was obtained from ilium. The graft was placed over decorticated mass and rhbmp-2 was added over that. Small amount of allograft was placed to hold rhbmp-2 in place. No complications were reported. On (B)(6) 2007, patient underwent following procedure: anterior spinal decompression with partial vertebrectomy and fusion l3-4 and l4-5 using titanium intervertebral spacers, rhbmp-2 and allograft; for a pre-op diagnosis of status post lumbar laminectomy l3-4 with severe degenerative disc disease, lumbar instability with degenerative disc disease at l4-5 with transitional l5-s1. Per-op notes: after decompression at the l3-4 level rhbmp-2 was packed over defect and allograft was added. Appropriately sized titanium intervertebral spacer was filled with rhbmp-2, which was then driven into lateral recesses. A deep groove was cut between intervertebral spacers and rhbmp-2 and allograft was filled into that space. Same procedure was repeated at l4-5 interspace. No complications were reported. On (B)(6) 2007, patient underwent following procedure: para medial retroperitoneal exposure of l3 and l4-5 disc space; for a pre-op d iagnosis of degenerative disc disease l and l4-5 disc space. No complications were reported. On (B)(6) 2008, patient presented with chief complaint of low back and bilateral leg pain. Patient underwent procedure for cervical epidural steroid injection under fluoroscopic guidance, for a pre-op diagnosis of status post l3 to l5 instrumented anterior and posterior fusions and l5-s1 central disc bulge with s1 nerve root abutment. On (B)(6) 2009, patient presented with complaint of neck and right arm pain. Patient underwent procedure for cervical epidural steroid injection under fluoroscopic guidance, for a pre-op diagnosis of status post c4 through c7 acdf with probable c7-t1 disc herniation. No complications were reported.